Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was elevated (pump displayed "high" 400+ mg/dl) and ketones were present. Insulin injection was administered to address bg. Customer was admitted to the hospital and was administered intravenous insulin. Elevated bg was resolved with no permanent damage. Customer was discharged the next day. Cause of elevated bg was not known. Reportedly, customer changed out the infusion set and cartridge. As the event occurred in the past, tandem technical support was unable to determine a cause of the event.